Manufacturer narrative:
The astral device was returned to a third party service center. The main circuit board required replacement. The device was returned to the customer unrepaired due to customer declined repairs. Resmed reference#: (B)(4)

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.